Event description:
A customer contacted beckman coulter inc., (bec), and reported that the cap piercer of their unicel dxc 600i instrument was leaking autogloss onto the tops of the sample tubes. Autogloss volume that was leaked was approximately 500ul. Customer disabled the cap piercer until service could visit. Customer indicated quality control was acceptable with the cap piercer disabled. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, safety glasses and gloves. Customer did not report any exposure to the autogloss. The msds was not reviewed by the customer. There is an exposure control plan at the facility and the operator did not seek medical attention customer indicated that "a couple" of samples were contaminated with autogloss. These patient samples needed to be recollected and rerun and the repeated results reported out normal. Bec has contacted the customer numerous times to obtain patient results; however, the customer did not provide number of samples affected, chemistries or results affected or any patient information. No patient treatment impact was noted in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site. The fse removed the vacuum valve, cleaned the housing and bleached lines; however, the instrument was still leaking from the bottom of the blade wash collar. The fse removed the wash collar and found a few broken blade pieces inside the wash collar that were blocking the wash vacuum opening. The fse cleaned the surrounding area, re-installed the blade wash collar and replaced the autoglass tuning. The fse then primed the system several times and checked for leaks. The fse ran two racks of tubes with caps to verify the cap piercer operations, and removed the caps and checked for autoglass lubrication. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation was documented in customer qc record. As of (B)(6) 2012, the customer has not called back to report any reoccurrence of this issue. Broken blade pieces inside the wash collar that were blocking the wash vacuum opening contributed to this event.